Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the hcp stated the patient said she didn¿t know why it was implanted and it didn¿t work. There were no further complications that have been reported as a result of this event.